Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels after announcing meals but not eating. The patient¿s glucose level was 213 mg/dl and had remained elevated for approximately an hour before trending downward during the call. The patient was advised to refrain from announcing meals without food intake. No issues were reported with the infusion set, and the patient did not use backup therapy, perform ketone testing, or seek medical assistance. Upon follow-up, the patient reported that their glucose level had decreased to 145 mg/dl and that no further concerns remained. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.